Manufacturer narrative:
One open lens case was received which contained two lenses. One open blister package with one lens was received. One lens from the open lens case measured within specification for base curve, center thickness and diameter. One lens from the open lens case measured out of specification for base curve, center thickness and diameter. No visual attributes were observed for the two lenses received in the open lens case. The lens received in the open blister package was received misshaped and unable to be measured. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement. Section h ¿ 6: code 10 - testing of actual/suspected device. Code 4316 - appropriate term/code not available. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 14jun2019 during a review of the file, the product evaluation previously submitted was noted to contain errors. Please see the correction below. One lens was received in an open lens case. One lens was received in an open blister package. The lens received in the open lens case met company standards for base curve, center thickness, and diameter. Magnified visual inspection revealed no abnormalities. The lens received in the open blister package met company standards for base curve and center thickness. The lens measured out of specification for sphere power and diameter. Magnified visual inspection revealed no abnormalities. As the product was returned opened it is not known what external influences may have contributed to the condition of the received lenses, or the out of specification parameter measurements.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 a patient (pt) in (B)(6) sent an email to report a visit to the emergency room (ER) due to eye pain and could barely open the eye (affected eye not provided) while wearing an acuvue oasys brand contact lens. The pt reported a cornea scratch that led to ¿infection¿ with weekly follow-up visits to an eye specialist for a month. The pt was prescribed drops, antibiotic cream, additional antibiotic pills and had fever. The pt is currently still in treatment and the eye is not back to normal. On (B)(6) 2019 an email was received from the pt and additional information was provided: the date of ecp visit was (B)(6) 2018; 2 lenses were reported as ¿defective¿. The pt has not returned to contact lens wear and is currently wearing glasses. On (B)(6) 2019 the pts medical reports were received from the affiliate: date of visit: (B)(6) 2018. Complaint: pain and redness of right eye since yesterday. Significant low va of od. Wear contact lens nearby the appearance of the symptoms. No case of damage/entry of foreign object/harm from external source to the eye nearby the appearance of the symptoms. Exam: eyes ¿ conjunctiva: diffuse redness in the od, without secretion. The corneas appearance if intact. Pupil is equal, regular, respond to light and to accommodation. Va is intact. Expected diagnosis: eye, disorder of unspecified. No medications prescribed. Recommendations: the pt was referred to an ophthalmologist due to pain in the od. According to the pt. There is a decrease of acuity (¿everything look white closely and from a distance¿); pt referred immediately to the ER. Date of ER visit: (B)(6) 2018. Chief complaint: right eye pain and redness for 8 hours, contact lens user. Visual acuity: od: ph 6/9. (-) rapd; eom normal, no diplopia, eyelid normal, hyperemic conjunctiva +1 minimal chemosis, corneal central erosion round 3 mm with minimal edema, ¿noseems¿ infiltrated or infection; anterior chamber: deep, no cells, pupil round, iris normal; fundus: c/d: 0.3 rims look normal, macula normal, mid periphery normal, retina attached medication in ER: synthomycine oint 5%, coll cyclopentolate, coll oflox asked pt for contact lens, pt will bring tomorrow. Plan: oint tobrex at night; coll oflox hour; follow-up clinic tomorrow; s.o.s. Indication (in case of worsen¿ pain or other, come back to ER as soon as possible. Treatment prescribed: ophth oflox eye drops 0.3% 5 ml (ofloxacin) dosage: 1 drop for 8 times a day; ophth tobrex eye ointment 0.3% 3.5g (tobramycin) dosage: 1 unit for 1 time a day. Current diagnosis: superficial injury of cornea, od. On (B)(4) 2019 the affiliate reported the pt¿s eye care provider (ecp) checked the eyes and the pt was allowed to return to contact lens wear. No additional medical information has been received. The suspect lens was received for evaluation. The evaluation is ongoing and is not yet completed. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0039qh was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.